Event description:
A representative contacted baxter (B)(4), regarding a leak from an exeltra dialyzer, which occurred during dialysis. During a follow-up with the reporter, they advised the location of the blood leak on the dialyzer was unknown. From the records of the report he advised that the blood leak was noted during treatment, however, at which point is also unknown. The leak was discovered by the machine alarming 'minor blood leak.' Hemastix test confirmed the blood leak. Unknown if any other test strips was used. There was no medical intervention or injury to the patient reported. Unknown if the dialyzer was a single use or re-use dialyzer, therefore, questions pertaining to re-use dialyzer were not asked. He also advised that the machine would not clear the alarm after 3 re-set attempts, that the tech stopped the machine and re-circulated the circuit. Writer asked if he knew if it had been decontaminated and he did not know but he advised that when the return kit was sent that he would make sure the decontamination procedures would be followed.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a blood leak was confirmed during the sample evaluation; however, no root cause could be determined. The returned actual sample was received and no damage was found on the case, header or hollow fiber dialyzer by visual contact. After disinfecting the actual sample, air leak test was performed under water, as a result, a leakage was observed around the follow fiber bonded part at arterial side. Then, the leaked part at follow fiber was observed under the magnification and a small tear was found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should additional information become available.